Event description:
It was noted that after a 3.0 x 13 mm cypher select plus stent was implanted, without any problems, the balloon was slow to deflate. The physician indicated, "it felt like a leakage". There was no reported pt injury.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional info will be submitted upon 30 days of receipt.